Event description:
Zoll customer support contacted a (B)(6) old male pt to exchange his monitor. The pt's download revealed continuous 'abnormal shutdown' flags. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is currently underway. The reported problem (abnormal shutdown flags) is still under investigation. As rec'd, the monitor was continuously resetting. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor. The pt rec'd a replacement monitor.